Event description:
Ablator probe was arcing to arthroscope during procedure. Replaced probe and continued without incident. When pt returned for first post-op visit, approx. 10 days later, a healing burn was noted at the portal site where the probe had been used.